Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, a total of two unk xience v stents were implanted in the 90% stenosed proximal marginal lad. However, in 2009, the pt experienced stable angina. During cardiac catheterization, in-stent restenosis was noted, which required hospitalization and treatment with percutaneous coronary intervention (pci). The ECG results were not suggestive of a myocardial infarction (mi). The reported pt effects resolved the following day. No additional event or pt information is available.

Manufacturer narrative:
The second xience v mentioned is being filed under the same manufacturer number. Stenosis and angina, as noted in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Stenosis, angina, and hospitalization are listed in the risk assessment matrix. There was no reported product malfunction and there does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the angina was a secondary effect of the stenosis, which required hospitalization and treatment with pci.